Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2016 to report a permanent out of range signal that occurred on (B)(6) 2016. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed an no defects were found. Voltage testing was performed and the transmitter has 0 voltage. Due to no voltage, the reported event of an unrecoverable loss of antenna passed threshold was not confirmed. A root cause could not be determined.